Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had an allergic reaction to some medication and got blisters on their chest, under the lifevest equipment. There was no alleged device malfunction contributing to the irritation. The patient¿s physician advised to wait until the irritation had improved before putting the lifevest back on. Follow up indicated that the skin irritation improved.